Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient stated that after performing a rewind and beginning the fill-tubing process, the cartridge broke. The patient observed glass inside the ilet, including one large piece of glass and the plunger lodged in the chamber. The patient was able to remove the debris using a syringe. Blood glucose was not affected. A replacement box of cartridges was arranged, and the patient later confirmed that the system was functioning normally and that they were able to return the broken cartridge. The reported lot number was 30103. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.